Event description:
Additional information was received. Technical services (ts) analyzed the patient archive files the medtronic representative (rep) sent. On one series, they received a warning that the scanning protocol of the exam was not optimal for use with the navigation system due to irregular slice spacing and missing slices. On the other (labeled ¿ax dti 30 axis¿), they received an error message stating the scanning protocol of this exam was not supported for use with navigation system due to: minimum of 3 slices required, data not valid for navigation (28), and missing digital intercommunication of medicine (dicom) tags for gantry tilt. They did get an option to try importing the exams as diffusion, but when they did that, they got a similar error message stating dicom data indicates this may be a diffusion exam which failed to import due to: invalid data, and not matching the stealth tractography imaging protocol.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762 (software version: 2.1.0). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to load a particular set of images. The images were able to load from picture archiving and communication systems (pacs) just fine. It was also noted the cd drive was functional. There was no patient involvement. There was troubleshooting present. It was reported that files were attempted to be transferred from the cd to a usb drive to upload on the navigation system but that did not resolve.

Manufacturer narrative:
H2/h6:: the software analysis has been completed. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.